Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a red error screen 41786 0004. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg; 1/7/2025. One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed and confirmed the reported complaint during the investigation. The device would not power on. Visual inspection found the downstream occlusion seal was delaminated and corrosion on the printer wire assembly. The downstream occlusion seal was replaced.